Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. H3: the device was not returned for investigation. Investigation - evaluation. Reviews of the complaint history, device history record, manufacturer¿s instructions, quality control procedures, instructions for use (IFU), documentation, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows a single possibly related nonconforming event, but the affected unit was scrapped and not replaced. It should be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, specifications, documentation, and quality control procedures were conducted, and no gaps were discovered. This product is supplied with instructions for use, which instructs the user ¿upon removal from the package, inspect the product to ensure no damage has occurred¿. Based on the information provided and no product returned, investigation has concluded that the most likely cause for the device failure was inadvertent handling damage sustained during shipping or transport. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, or unavailable. Occupation: non-healthcare professional. PMA/510(k) number: k171275. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, a micropuncture transitionless stiffened cannula access set introducer was frayed prior to patient use. The complaint device did not make patient contact and no additional procedures were necessary. A new cook micropuncture set was opened and used to complete the procedure.